Event description:
A review of the available programming history was performed and showed that the impedance values on the date of implant were within normal limits.

Event description:
It was reported that a patient had high impedance and the device was subsequently turned off. No known surgical intervention has occurred to date and no further relevant information has been received to date.

Event description:
The patient underwent a lead replacement surgery and the post-op impedance values were within normal limits. The explanted lead was returned for product analysis and is currently undergoing analysis.

Event description:
The explanted lead was returned in two portions, but portions of the lead assembly, including the electrodes, were not returned for analysis so no evaluation could be performed on those portions not returned. Visual analysis of the lead identified a broken coil strand. Scanning electron microscopy of the broken coil strand provided evidence of a stress induced fracture due to fatigue with mechanical damage and pitting. A second coil break was identified with evidence of a stress induced fracture as well. Abraded openings were found on the outer and inner silicone tubing and provided the leakage for dried remnants of what appeared to have once been body fluid. The set screw marks on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. No other anomalies were identified on the returned lead portions.